Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the foley fell out of the patient when it prematurely deflated due to a leak in the securement balloon, which caused urine leakage. No medical intervention was reported.